Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was failed. A field service engineer powered down the system and replaced the drawer controller board, half height cards, and retractor band, reassembled the unit, rebooted the system, and performed functionality testing, which confirmed normal operation, tested the station in hardware test application (hta), and the customer verified proper functionality by completing an inventory test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer removed the obstruction that caused the failure; however, the drawer was still unable to open. The customer manually opened the drawer from the rear to remove dropped medications, but the drawer continued to display a hardware failure. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.